Manufacturer narrative:
This report is filed on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on january 31, 2017.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2017 due to a non-device related medical reason.